Event description:
The patient (B)(6) received an scs system including an ipg on (B)(6) 2010. It was reported that the patient experienced overstimulation. Following the event, he reportedly turned his scs system off. The patient subsequently attempted to initiate therapy, but was unable to establish communication with his ipg via the programmer. Efforts to communicate with the ipg using different programmers also proved unsuccessful. Surgical intervention was undertaken on (B)(6) 2011 to replace the patient's ipg and effective stimulation was recaptured. No further issues were reported. The explanted ipg is in transit to the manufacturer for analysis.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.